Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident and a root cause could be determined. A device history review could not be completed as no batch number was provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported that the bd phaseal optima injector (n35-o) experienced a loose connector or separation of connector and injector during use. The following information was provided by the initial reporter: material no. 515052; batch no. Unknown. Optima injector and connector was used for home infusion. Nurse taped the two devices together after making the connection and sending patient home. Upon return to the clinic on (B)(6) 2019 patient stated that the connector and injector separated at 10:00am the day after it was connected by the nurse in the clinic. He reconnected the devices several times and it "immediately" continued to "pop" apart. On the fifth attempt he used "electrical" tape to keep the connection together. He reported no leaking just that the "pump" was alarming occlusion. Upon return to the clinic the nurse stated when she removed the electrical tape from the two devices to disconnect she said it took "no" effort to pull the two devices apart."

Manufacturer narrative:
The event description, medical device brand name, common device name, medical device type, device manufacturer, device expiration date, device manufacture date, unique identifier number, PMA/510(k)#, and device manufacture date have been updated. The following information has been updated: b.5. Describe event or problem: it was reported that the bd phaseal optima injector (n35-o) experienced a loose connector or separation of connector and injector during use. The following information was provided by the initial reporter: material no. 515052 batch no. Unknown. Optima injector and connector was used for home infusion. Nurse taped the two devices together after making the connection and sending patient home. Upon return to the clinic on (B)(6) 2019 patient stated that the connector and injector separated at 10:00am the day after it was connected by the nurse in the clinic. He reconnected the devices several times and it "immediately" continued to "pop" apart. On the fifth attempt he used "electrical" tape to keep the connection together. He reported no leaking just that the "pump" was alarming occlusion. Upon return to the clinic the nurse stated when she removed the electrical tape from the two devices to disconnect she said it took "no" effort to pull the two devices apart." D.1. Medical device brand name: bd phaseal optima injector (n35-o). D.1. Common device name: intravascular administration set. D.2. Medical device type: onb. D.3. Medical device manufacturer: becton dickinson, s.a. D.4. Medical device catalog #: 515052. D.4. Unique identifier (UDI) #: (B)(4). G.1. Manufacturing location: becton dickinson, s.a. G.5. PMA/510(k)#: k181221 h3 other text : see h.10

Event description:
It was reported that the bd phaseal optima injector (n35-o) experienced a loose connector or separation of connector and injector during use. The following information was provided by the initial reporter: material no. 515052 batch no. Unknown. Optima injector and connector was used for home infusion. Nurse taped the two devices together after making the connection and sending patient home. Upon return to the clinic on (B)(6) 2019 patient stated that the connector and injector separated at 10:00am the day after it was connected by the nurse in the clinic. He reconnected the devices several times and it "immediately" continued to "pop" apart. On the fifth attempt he used "electrical" tape to keep the connection together. He reported no leaking just that the "pump" was alarming occlusion. Upon return to the clinic the nurse stated when she removed the electrical tape from the two devices to disconnect she said it took "no" effort to pull the two devices apart."

Manufacturer narrative:
Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd injector/connector experienced a loose connector or separation of connector and injector during use. The following information was provided by the initial reporter: material no. Unknown. Batch no. Unknown. Optima injector and connector was used for home infusion. Nurse taped the two devices together after making the connection and sending patient home. Upon return to the clinic on (B)(6) 2019 patient stated that the connector and injector separated at 10:00am the day after it was connected by the nurse in the clinic. He reconnected the devices several times and it "immediately" continued to "pop" apart. On the fifth attempt he used "electrical" tape to keep the connection together. He reported no leaking just that the "pump" was alarming occlusion. Upon return to the clinic the nurse stated when she removed the electrical tape from the two devices to disconnect she said it took "no" effort to pull the two devices apart."